Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon was experiencing some difficulty trying to manipulate 2 expressew devices. While trying to manipulate and maneuver the device (B)(4), a portion of the distal end of the expressew suture passer needle broke off into the patient's joint space. The surgeon pressed another same device into usage to continue on, this device also had some issues; the needle kept popping out of the back of the device. However, they were able to go forward successfully to completion with it. They were able to locate the fragment via x-ray, which added an hour onto the procedure. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.